Event description:
During a coronary drug eluting treatment procedure, blood was seeping into the inflation device. The lesion being treated was mildly calcified, 85% stenotic lesion in a mildly tortuous diagonal branch. The physician advanced the taxus express2 2.5 x 12 mm stent in the diagnonal branch and when the physician pulled negative it was noticed that there was blood seeping into the inflation device. It is noted the lesion was not predilated. The entire delivery device was removed without complication. Consequently, the taxus stent was never deployed. The procedure was successfully completed using another of the same device. Pt status is reported as "satisfactory/good."